Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Additionally, performance data collected from the device was analyzed. No anomalies were identified from the analysis of this device memory data. However, it was noted that there was an indication of oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2015 there were 1848 sensing integrity counts collected. (B)(4).

Event description:
It was reported the device had sensing/detection problem. There was a short interval count warning and it was noted that there was early sensing in integrated bipolar mode. The physician believes that short interval counts without any changes in impedance or nsvt (non-sustained ventricular tachycardia) episodes is a product of the early sensing and occasional double counting of true r-wave of the device. Additionally, the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.